Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer had high blood glucose level. The customer's blood glucose at the time of incident 500 mg/dl, current blood glucose is 462 mg/dl and 424 mg/dl. The customer declined troubleshooting on insulin pump for high blood glucose. The customer treated high blood glucose with bolus with the insulin pump. The customer reported past event that they received insulin flow blocked alarm and alarm did not occur during fill tubing. It was also reported that they feel that basal was not being delivered from time that customer got hooked up with insulin pump. The customer reported that event was resolved by changing complete set. The insulin pump will not be returned for analysis.